Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken attune trial extractor in her office for me to pick up. She informed me that during surgery, a resident was using it remove a trial insert and that the extractor cracked. The instrument was still in one piece and was set aside to be tagged as cracked. During reprocessing or handling, the instrument must have broken into 2 pieces. There were no delays as a result of this or patient consequence.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) informed me that she had a broken attune trial extractor in her office for me to pick up. She informed me that during surgery, a resident was using it remove a trial insert and that the extractor cracked. The instrument was still in one piece and was set aside to be tagged as cracked. During reprocessing or handling, the instrument must have broken into 2 pieces. There were no delays as a result of this or patient consequence. Please use no charge po(B)(6) to replace this item and please provide an eta for return asap.